Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that while the patient was recovering from an unrelated procedure, low heart rate was observed. Upon device interrogation, the device was suspected to be oversensing signals resulting in pacing inhibition. Programming changes were made to increase the sensing threshold and the patient was reported to be feeling extremely tired during the event. The patient was otherwise stable.

Manufacturer narrative:
Correction: device codes should not have included (B)(4) no pacing as this was an event of pacing inhibition from oversensing.